Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a generator replacement on (B)(6) 2016 and had high impedance soon after. The patient had exploratory surgery on (B)(6) 2016. The lead pin was re-inserted, and the high impedance resolved. No further relevant information was received.